Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a missing blue winged cap confirmed. The root cause was determined to be a distal luer which had been broken off the post. The blue winged cap was assembled to the distal luer. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter that one (1) ce intermate lv 100 device was received with a missing blue wing cap which could result in a breach in the sterile fluid pathway. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.